Manufacturer narrative:
Medical device problem code: b)(4). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. Prior to procedure, the physician tested the device before deploying, and he found that the middle band deployed, instead of the first band from the distal end. It was noted that there was no difficulty experienced upon setting up the device; however, it was noticed that the shrink wrap was difficult to remove. The device was removed from the endoscope and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo and a video of the complaint device outside the patient was provided by the customer and showed the third band was entangled under the first and the second bands.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on(B)(6), 2022. Prior to procedure, the physician tested the device before deploying, and he found that the middle band deployed, instead of the first band from the distal end. It was noted that there was no difficulty experienced upon setting up the device; however, it was noticed that the shrink wrap was difficult to remove. The device was removed from the endoscope and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo and a video of the complaint device outside the patient was provided by the customer and showed the third band was entangled under the first and the second bands.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of band unable to deploy. Medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack was taken up and the post showed insertion marks of the trip wire. The suture thread was in good condition and contained seven knots. The returned ligator head had three bands attached, some of the bands had moved from their position and overlapped. The shrink wrap was not included in the returned device. The device was observe under magnification, and the ligator head teeth were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. Per media analysis, it was observed from the provided photos that the ligator head had all the bands attached, some of the bands had moved from their position and overlapped. The provided video showed an attempt to deploy the bands; however, it was not possible, leaving all the bands attached. No other problems with the device were noted. The reported event of shrink wrap difficult to remove could not be confirmed as it is not possible to demonstrate the difficult in removing the shrink wrap during product analysis. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the three attached bands in the ligator head had moved from their position and overlapped. The ligator head teeth were also bent/damaged. These conditions suggested that a malfunction of the device may have occurred, and the bands were not deployed as expected. It is possible that due to the manipulation or technique used at that time to interact with the device, as it was also reported that the shrink wrap was difficult to remove, may have interfered with the normal operation of the device, and the crooked teeth clearly showed that the functionality of the device was affected in some way. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.